Event description:
The manufacturer received information alleging the patient that heard an unfamiliar alarm and woke up in the middle of the night. It was reported that though the sound stopped immediately, the patient felt that the airflow had stopped. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board was replaced to address the issue.